Event description:
In the middle of the IV infusion, the pump started to alarm "proximal occlusion". The pump would not backprime the line and when opened then restarted, the pump still rang "proximal occlusion" and the medication would not infuse further.the primary IV tubing had the chemo connector on it (from ICU medical) which we have been isntructed to use recently when hanging chemotherapy or any higher risk medications. Nothing was wrong with the chemo connector, but when I took off the one from the primary IV tubing, the middle of the blue clave on the secondary connection site was compressed down (same issue we've had since the beginning).changed out the primary IV tubing. Placed a new chemo connector and restarted the infusion. We were able to complete the infusion without any further issues.I save the primary IV tubing bag as well as the tubing that shows the compressed piece of the blue clave.